Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the implant procedure of the subject pacemaker on (B)(6) 2021, normal values were obtained. However, before closure of the pocket, the pacemaker was apparently pacing properly but there were some beats or cycles that seemed not to be paced by the device, leading to a pause for the patient. Another pacemaker was therefore implanted.

Manufacturer narrative:
Preliminary analysis showed proper mechanical and electrical operation relative to the subject returned device.

Event description:
Reportedly, during the implant procedure of the subject pacemaker on (B)(6) 2021, normal values were obtained. However, before closure of the pocket, the pacemaker was apparently pacing properly but there were some beats or cycles that seemed not to be paced by the device, leading to a pause for the patient. Another pacemaker was therefore implanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implant procedure of the subject pacemaker on (B)(6) 2021, normal values were obtained. However, before closure of the pocket, the pacemaker was apparently pacing properly but there were some beats or cycles that seemed not to be paced by the device, leading to a pause for the patient. Another pacemaker was therefore implanted.